Event description:
It was reported the patient's blood glucose level was "high" (>22.22 mmol/l, >400 mg//dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site, the pod's cannula was found bent. Additionally, the patient experienced bleeding at the infusion site. As treatment, a manual injection was administered by the patient's legal guardian, and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no bends, kinks or damage to the cannula. The pod data showed no evidence of struggle in the drive mechanism indicating that the cannula was not occluded by bends or damage at the time of the event. The device was received with blood on the adhesive pad. The investigation of the device found no damage or defects that would cause bleeding or bruising. The exact cause of the reported bleeding and bruising could not be determined.